Manufacturer narrative:
Though requested, pt info was not provided.

Event description:
Reportedly, during pt use, a "no communications" error occurred. The pt was manually ventilated and transferred to another unit. There were no adverse pt effects reported.